Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the free-flow clamp is too tight, making it difficult to pull off the tubing properly. The free-flow clamp assembly confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/14/2024, znyo medical received a report that during the preventive maintenance (pm), the free-flow clamp was too tight, making it difficult to pull off the tubing properly. No report patient was involved.

Manufacturer narrative:
Previously filed MDR # is a duplicate of MDR #3006575795-2024-00733. Refer to MDR #3006575795-2024-00733 for event details. Reference duplicate complaint #: (B)(4).